Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the ins was being replaced today due to normal battery depletion. The rep reported that when he referenced contacts 0, 1, 2, 3 it showed 4-7 as greater than 10,000 ohms and likewise when references are 4,5,6,7 0-3 showed greater than 10,000 ohms. The rep was not with the patient at the time of the call due to cell reception. The rep later reported that the healthcare provider (hcp) decided to replace the whole system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the physician inspected visually and decided that the leads may be damaged as a cause for the high impedances. The rep reported that the system was removed and replaced. No further complications were reported.